Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4).

Event description:
It was reported that the surgeon used the avenir rasp hip inst. He mentioned that size 6 broach rotationally unstable, size 7 very difficult to get seated and potted high resulting in leg length inequality. Hand reamed distal with the tapered reamer from the set, re-broaches with 5,6,7 broaches. The patient had a distal fracture from tip of stem in the first 2-3 weeks post operative. It was then treated conservatively, healed, pain free notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. It is reported that the surgeon is having trouble with the distal tip of the current broaches. He is okay with it being blunt or polished, but the teeth above the polished area cut into the broach, so the polished tip is actually bigger than the broach teeth. This makes it very difficult to get a stem of appropriate size proximal and tends to lead to potting of the stem distally. As a result of that it was additionally reported that during the surgery size 6 broach was rotationally unstable, size 7 was very difficult to get seated and potted high resulting in leg length inequality. Therefore it was hand reamed distal with the tapered reamer from the set, rebroached with size 5,6,7 broaches. Distal fracture from tip of stem in the first 2-3 weeks post-operatively. Treated conservatively, healed, pain free. Reference and lot numbers of the devices are not available. The devices were not returned for the investigation. Neither x-rays nor the surgical reports were available. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).